Event description:
It was reported that patient was unable to charge the ipg due to the ipg flipping under the skin. Patient was receiving therapy; however surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was relocated to address the issue.

Manufacturer narrative:
Corrected data: b5 -describe event or problem. It was reported to abbott a patient was unable to charge their ipg as the device had flipped in the pocket. The patient underwent a revision where the ipg was moved to the upper buttock area on the same side of the body. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient was unable to charge the ipg due to migration under the skin. Patient was receiving therapy; however surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was relocated to address the issue.